Event description:
It was reported by a customer in the USA that an 840 ventilator had erratic graphic user interface (gui) display. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).